Event description:
The clinician reports the implant was inserted 2022-(B)(6) in ada 18. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On 2023-(B)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.